Manufacturer narrative:
Upon further investigation, it was determined that the cause of the event was associated to the software error which caused the meter to reset the logbook, the error logbook, the bolus history, and made it impossible for the meter to be connected to an insulin pump.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.the model # was not provided.

Event description:
An advocate from germany reported that the only language options available to be selected from their contour next link 2.4 meter were english and spanish. The customer was able to perform blood glucose test. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. However, the display on the returned meter was not functioning and the information from the meter was not able to be downloaded to the glucofacts deluxe software. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.